Event description:
A 6mm angioguard was delivered and a 9 x 40mm precise stent was electively and successfully placed in the right common carotid artery. The lesion had mild calcification, no vessel tortuosity, was atheromatous and had 68% stenosis. The stent was post-dilated with a 4.5 x 10mm balloon (unknown brand). After the post-dilatation, the patient developed a stroke with symptoms of paralysis on his upper limb (side unk). Cerebral infarction was confirmed by MRI after the removal of the angioguard from the patient's body. There was no debris captured within the filter basket after the removal. The patient also became restless and had increased blood flow after stent placement. Post-procedure, stenosis was 0%. The patient was treated with the administration of hypertensive and sedative medicines. The physician suspected hyperfusion may have occurred to the patient. The paralysis improved 1 week after the procedure, the patient has fully recovered and was out of the hospital for rehabilitation. Pre-procedure, the patient was anticoagulated with heparin, 5000iu per day. Pre-procedure medications also included aspirin, clopidogrel sulfate, amlodipine besilate, lansoprazole, valsartan, vogilibose, nicorandil and isosorbide dinitrate.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report number is 1016427-2009-00065.